Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg that tubes were underfilling. Samples were recollected. Other harm to patients was indicated but no further details were provided. The following information was provided by the initial reporter. Customer mentions that there are two batches of the gray tube that do not reach the filling line, nor do they meet the minimum stipulated in clsi. Therefore the samples have been rejected, while to avoid underfilling, they have uncapped the tubes and filled them with the syringe. ·has there been any harm to patients/healthcare professionals? Yes. ·is there a patient involved, please confirm? Yes.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 07-oct-2024. Investigation summary bd received 100 samples from lot 3194727, no samples from lot 3136148, and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. The 100 tubes received from lot 3194727 along with 100 retention samples from each lot were visually inspected with no issues observed. Additionally, 10 retain samples from each lot, along with 10 customer return samples from lot 3194727 were functionally evaluated for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for the indicated failure mode underfill based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg that tubes were underfilling. Samples were recollected. Other harm to patients was indicated but no further details were provided. The following information was provided by the initial reporter. Customer mentions that there are two batches of the gray tube that do not reach the filling line, nor do they meet the minimum stipulated in clsi. Therefore, the samples have been rejected, while to avoid underfilling, they have uncapped the tubes and filled them with the syringe. ·has there been any harm to patients/healthcare professionals? Yes. ·is there a patient involved, please confirm? Yes.

Event description:
It was reported while using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg that tubes were underfilling. Samples were recollected. Other harm to patients was indicated but no further details were provided. The following information was provided by the initial reporter. Customer mentions that there are two batches of the gray tube that do not reach the filling line, nor do they meet the minimum stipulated in clsi. Therefore the samples have been rejected, while to avoid underfilling, they have uncapped the tubes and filled them with the syringe. ·has there been any harm to patients/healthcare professionals? Yes. ·is there a patient involved, please confirm? Yes.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3194727. D4. Medical device expiration date: 30-nov-2024. H4. Device manufacture date: 13-jul-2023. D4. Medical device lot #: 3136148. D4. Medical device expiration date: 30-sep-2024. H4. Device manufacture date: 16-may-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.